Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during vent check pre-testing it was determined the teleflex '1607 circuit had a loose fitting at the connection point and caused a leak on the "inspiratory" limb of the circuit which did not allow the ventilator to pass the pre-test". No patient involvement reported.